Event description:
Child taken to cardiac catherization lab to explant the lead wire and ICD that did not appear to be capturing high ventricular output. The lead was replaced and ICD was removed and replaced with a new ICD device. Child was taken to recovery room without any complications. The replacement ICD was interrogated and demonstrated appropriate sense and pace characteristics.